Event description:
Made a previous report I believe this device called a savi which is used for 5 days radiation which was left in for 13 days, has caused me 2 extra operations. Mine was only stage one. I have had infections. My breast now looks more like a road map. I truly believe this product should not be used on small breasted women. I believe it is life threatening because of this product. I may have to go in for another operation. I can no longer have a mammogram on this breast. It will have to be a sonogram; that is how much damage has occurred. I am still on a narcotic to stop the pain. Physical therapy, drained a cyst 2 times may be one more. Going back to surgeon (B)(6) 2011. Two extra narcotics for pain on going since (B)(6) 2010. Operations, MRI, sonogram, antibiotics, several different ones. Many doctor appointments.